Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for analysis. A visual and microscopic examination found that the stent was damaged at the proximal end. Various struts on the most proximal rows were lifted and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed, eccentric, de novo with 32 mm long and 2.75 mm vessel diameter target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The lesion was predilated with an unspecified device which reduced the stenosis to 40%. A 32 x 2.25mm taxus liberté drug-eluting stent encountered resistance during advancing and was not able to cross in the target lesion. The stent was noted to be deformed and not flexible with bad profile. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed, eccentric, de novo with 32 mm long and 2.75 mm vessel diameter target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The lesion was predilated with an unspecified device which reduced the stenosis to 40%. A 32 x 2.25mm taxus¿ liberté¿ drug-eluting stent encountered resistance during advancing and was not able to cross in the target lesion. The stent was noted to be deformed and not flexible with bad profile. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.